Event description:
Implantable cardioverter-defibrillator malfunction secondary to rapid battery depletion. Cardioverter-defibrillator device has an expected 4 - 5 year battery life. Rapid battery depletion may be related to chronic high left ventricular output as well as recurrent tachyarrhythmia. Device has been requested by manufacturer for evaluation.